Event description:
It was reported that a patient underwent a lap bowel resection on (B)(6) 2022 and suture was used. The fixation tap was divided before it came out from the package. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product lot number. Analysis summary: the product sxpp1a402 was returned to ethicon for evaluation. Ethicon conducted a visual inspection of the sample returned. An empty labeled winding former and a needle-suture were received for analysis. Upon visual inspection of the returned sample, body fluids on the length of the suture were noted, in addition, damage barbs and damage at both sides of the fixation tab could be observed. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. In addition, a side tab was returned for analysis, the piece was examined, and was noted cut in a side. The manufacturing records couldn't be reviewed as the batch number is unknown. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 2360 g/m.